Manufacturer narrative:
The device packaging associated with this reported event was not returned for examination. Review of the device history records did not reveal any manufacturing deviations. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy complaint form states that no implant was in the box when they opened it.